Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event.

Event description:
One day following a successful paroxysmal atrial ablation procedure, the patient experienced dry pericardial inflammation (without effusion). One day after the procedure, the patient began to experience chest pain. An echocardiogram performed, revealed pericarditis. The patient remained in stable condition, and no intervention was needed to treat the pericarditis. After two days, another echocardiogram was performed which showed the inflammation had resolved and the patient was discharged. There were no performance issues with any abbott devices.